Manufacturer narrative:
Failure to follow instructions-lesion not pre-dilated; inherent risk of procedure-stent embolization; patient's condition affected effectiveness of device-90% stenosis; related to another device-could not be retracted through the previously deployed stent resulting in the stent dislodgement. No results available since no evaluation performed device or procedural images not provided for review. Evaluation, conclusion: inherent risk of procedure-stent embolization; another device caused failure-could not be retracted through the previously deployed stent resulting in the stent dislodgement; device failure related to patient condition-90% stenosis; unable to confirm complaint-device or procedural images not provided for review; user error contributed to event-lesion not pre-dilated. (B)(4).

Event description:
The physician was attempting to use a resolute integrity drug eluting stent to direct stent a lesion in the circumflex artery which was reported to exhibit 90% stenosis. Device was inspected prior to use with no issues noted. Resistance was encountered when advancing the device and the device passed through a previously deployed stent. Following failed delivery to the lesion the stent dislodged as the physician was pulling back into guide catheter through a previously deployed stent in the left main artery. Stent was retrieved via inflation of a 2.0 x 15 sprinter balloon inside of dislodged stent which was partially in the guide catheter. Guide, wire, balloon, and stent were all removed intact. The lesion was treated with another resolute. No clinical sequelae reported.